Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. No medical treatment reported. End user wears wafers for five days. Issue occurs at random times, depends on end users activity. End user does not have ulcer at this time. End user's spouse was instructed on appropriate sizing of opening and to allow one eight of an inch clearance. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted.

Event description:
Spouse of end user calling to report she has been cutting the wafers snug up to the stoma for about three months now. She noticed when spouse bends over the wafer rubs on stoma creating small ulcer. This has be occurred randomly over the past three months.